Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in had a crack it was reported by customer that they went to flush it and towards the end of the saline flush it started leaking. She found a crack on the same little piece. Verbatim: from customer- ¿several months ago I had a patient's IV leak due to part of the IV being cracked. When we hooked up the power injector to the IV and unclamped it, it leaked and poured blood all over the patient and the floor because it was cracked and there was no longer a seal. We thought it was something totally random and moved on. But another tech told me that 2 weeks ago the same exact thing happened at one of our other offices, he started an IV, hooked up saline and it started leaking because there was a crack on the piece we connect contrast/saline to and then today the same thing happened to our tech assistant. She started an IV, went to flush it and towards the end of the saline flush it started leaking. She found a crack on the same little piece. She had to restart the patient¿s IV because there's just no way around that crack.¿ the one that happened today¿.we have the lot number 4247514 I don¿t know if this has been reported by anyone else who uses this item or not. And unfortunately I don¿t have the lot numbers for the other occurrences.¿

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383591 and lot number 4247514. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.